Event description:
Literature: altomare df, ratto c, ganio e, lolli p, masin a, villani rd. Long-term outcome of sacral nerve stimulation for fecal incontinence. Dis colon rectum =. 2009; 52(1):11-17. Summary: sixty patients with fecal incontinence underwent permanent sacral nerve stimulation. Fifty-two patients were available for long-term follow-up lasting at least 5 years (from 1996-2002). No deaths were recorded in the early postoperative period. During the follow-up period, one patient experienced early battery run-down and required substitution of the device. See manufacturer report number: 2182207200903707.

Manufacturer narrative:
See scanned pages.